Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Noise was observed on the segms. Inappropriate therapy was delivered as a result of the noise. Lead was replaced.